Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was known to have anatomical issues. After implanting the device, intra op measurements did not show any remarkable nerve response. A CT scan showed that the array was in inner auditory canal. The device was explanted and the patient re-implanted with a device with a compressed electrode array.